Manufacturer narrative:
(B)(4). The actual product was returned for evaluation. Based on the appearance of the sample received the molded head, the tube and balloon exhibit a slight yellow discoloration. The balloon exhibits a multidirectional burst; no anomaly is observed on the material that could identify a potential point of origin for the burst. The original packaging was not returned with the device. According to the device history record for lot number aa4097f14, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported by the caregiver that an enteral feeding device balloon burst during the night and came out. The caregiver reported giving a feeding at 12:45 am, and at 6:00 am in the morning when she noticed the enteral feeding device was out of the patient. The caregiver was not able to get the enteral feeding device back in, so the patient was taken to the emergency room and a re-dilation was done. The enteral feeding device was initially placed on (B)(6) 2015. The patient is doing fine.